Event description:
It was reported to boston scientific corporation in 2005, that a c.r.e. Balloon dilatation catheter was used during a procedure on the same day, (patient gender, age, and weight unknown).according to the complainant, during the procedure the physician heard a noise and removed the balloon to find that it had ruptured inside of the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned sampe revealed that the balloon was torn logitudinally. The cause of the reported malfunction could not be determined.